Manufacturer narrative:
The customer's meter has been returned and an investigation is in process. A follow-up report will be filed once the investigation is completed. The actual date when the medical event occurred is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter had a screen issue, noting that after a test was performed and a result was displayed, the result could not be cleared from the display which resulted in a frozen screen. Customer further reported that on an unspecified date/time, ¿in the middle of the night¿ he began to experience hypoglycemia so he self-presented to a hospital where a blood glucose test was performed (no result provided), he was diagnosed with hypoglycemia and treated with glucose via injection. Customer noted he spent one day in the hospital. Attempts to gather additional information regarding this event have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Meter powered on with button depression and with strip insertion. A control solution test was conducted and successful. Meter did turn off when the strip was removed. A frozen display was not observed. The complaint is not confirmed.

Event description:
Customer reported his adc blood glucose meter had a screen issue, noting that after a test was performed and a result was displayed, the result could not be cleared from the display which resulted in a frozen screen. Customer further reported that on an unspecified date/time, ¿in the middle of the night¿ he began to experience hypoglycemia so he self-presented to a hospital where a blood glucose test was performed (no result provided), he was diagnosed with hypoglycemia and treated with glucose via injection. Customer noted he spent one day in the hospital. Attempts to gather additional information regarding this event have thus far been unsuccessful. There was no report of death or permanent injury associated with this event.